Event description:
The customer reported that the device was flickering on and off. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was flickering on and off. There was no report of pt involvement. The device was evaluated by a philips field service engineer at the customer site, and the reported symptom was duplicated. Multiple parts were replaced to resolve the issue, including the therapy and processor pcas. We cannot determine conclusively which part resolved the reported issue.